Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency department with report of receiving several shocks. Shock therapy continued to be delivered while the patient was being seen in the emergency department. It was reported that the patient was non-complaint with dialysis treatment, which, resulted in an elevated potassium level and change in morphology. The device then oversensed t-waves and delivered inappropriate shock therapy. The patient was admitted to the hospital for dialysis treatment and has since been released. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several additional inappropriate shocks due to oversensing related to varying morphologies. It was noted that the patient was in the hospital for unrelated conditions. The patient was noted to have an abnormal rhythm where potassium levels were questioned to be a factor. The patient had some episodes of bradycardia and a device upgrade to a transvenous implantable cardioverter defibrillator (ICD) was attempted. The patient was noted to have a shunt on the left side and was occluded on the right, so the upgrade procedure was unable to be performed. The physician made programming changes to the s-ICD for optimization. This device remains in service.